Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 424 mg/dl after surgery. The customer did not receive any insulin before surgery. There were large air bubbles present along the tubing length. The reservoir had many air bubbles as well. The device was not returned.